Event description:
It was reported that during the interventional procedure in the left main artery the miracle bros guide wire broke during advancement. No resistance was felt before the separation. The separated portion of the guidewire was removed from the totally occluded, calcified, distal left main/proximal circumflex using a snare. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device would not be returned. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional, relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. (B)(4): because the device analysis could not be conducted as it was not returned, and the provided information was limited, we could not identify the details of the reported event. Products are all inspected in the production process for meeting the products specifications, and only the passed products are shipped, the device in question is consequently considered free from defect. Warning section of instructions for use describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. Separation or breakage of guide wire is one of possible complications and adverse events. Lot history record review found that the reported lot number (090507a11) is insufficient, and we have presume from our production record that (090507a111) is full and correct lot number for the reported guide wire. Investigation of the production record revealed no anomaly. No other product experience report was received for this lot. Additionally, a review of the complaint handling database, (B)(4), was performed and there were no other incidents reported with this part and lot combination. The results indicate the event was a foreseeable event based on the risk assessment.